Manufacturer narrative:
The device was not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a voluntary customer survey that during use, the tip of a trephination bur broke off. There was no report of patient impact. No other information is available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.